Event description:
It was reported that the zimmer electric dermatome had a weak motor upon activation and was not able to operate at a maximum level. There was no harm or injury to the pt/operator associated with the reported issue and surgical technique was followed. The surgery was delayed by 15 minutes and the surgery was completed with another dermatome.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The device record indicates that the device was manufactured on 6/10/2008 and has no repair history at zimmer surgical. Eval of the device did not observe any damage. However the motor ran erratically. Prior to repair, the device was within calibration specifications. In post-repair, it was observed that the motor also had corrosion on the outside of the casing. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.